Event description:
Ethicon's prolene mesh was used to repair an abdominal hernia. Three months later the patient presented with pustules appearing over the implant area. Cultures of the exudate were performed and mrsa was found. The patient was then treated with antibiotics for three weeks prior to removal of the prolene mesh, and upon its removal, permacol tissue was implanted to reinforce the abdominal wall. Four days later, the patient experienced violent vomiting and the lower skin staples pulled out, leaving some of the abdominal content exposed. The surgeon then examined the patient the next day and reported seeing a loop of small bowel exposed at the base of the permacol tissue. Abdominal surgery was performed and the surgeon observed lateral tears in the tissue where the sutures had pulled through the tissue. There were also some areas of the abdominal wall where the sutures pulled out of the abdominal fascia, leaving prolene suture retained in the permacol. The surgeon removed the permacol and closed the abdominal wall vicyl mesh. His intention is to let the infection clear up and then attempt to reconstruct the abdominal wall with permacol after vicyl mesh is absorbed.